Event description:
It was reported that the patient's implantable neurostimulator was turning off. The cause of the issue was not known. The device, subsequently, was noted to be turned on. No further details or patient symptoms were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 3886, lot# j0206519v, implanted: 2002 (B)(6), explanted: na. Extension: model 3095, lot# nah001602v, implanted: 2002 (B)(6), explanted: na. Programmer: model 3037, lot# njd138359n.